Manufacturer narrative:
Other text: b3: date of event unknown. One infusion pump was received for evaluation. Visual inspection found crack on right plunger case, top case chipped and bottom case cracked. Event history log doesn't show alarm pertaining to the customer stated problem. No problems found with the battery during testing. The battery was replaced as a preventative action. Replaced damaged top and bottom cases. Replaced cracked right plunger case, along with all the plastic parts of the plunger head. Preventive maintenance and all functional tests were performed and passed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device has a depleted battery. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.